Manufacturer narrative:
A1: no specific patient details have been provided. Therefore the gore reference number was used as the patient identifier. A2: the median age of the patients in the article was stated to be 76 years. A3: the vast majority of patients were male. H6-b13: the following article was reviewed: lee, s.h., melvin, r., kerr, s., barakova, l., wilson, a. And renwick, b., 2022. Novel conformable stent-graft repair of abdominal aortic aneurysms with hostile neck anatomy: a single-centre experience. Vascular, p.17085381221124990. Https://doi.org/10.1177/17085381221124990. H6-b20: the devices remains implanted, therefore product evaluations could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following article was reviewed: lee, s.h., melvin, r., kerr, s., barakova, l., wilson, a. And renwick, b., 2022. Novel conformable stent-graft repair of abdominal aortic aneurysms with hostile neck anatomy: a single-centre experience. Vascular, p.17085381221124990. Https://doi.org/10.1177/17085381221124990. The article is a single-center study of 24 patients presenting with abdominal aortic aneurysms (aaa). The patients were treated with gore® excluder® conformable aaa endoprosthesis with active control systems between may 2018 and may 2022. The patients were selected on the basis of having a hostile neck anatomy defined as neck length < 15 mm and neck angulation > 60°. The gore® excluder® conformable aaa endoprosthesis with active control system indications for use require a neck length of >15 mm for the above neck angulation. The patients were treated outside of the indications. 100% of patients experienced technical success (aaa exclusion). All patients were alive and clinically stable at 3- and 12-month follow-up. There were five patients requiring re-intervention: 3-month follow-up: - one patient required a percutaneous graft extension for repair of a type 1b endoleak at 2 months postprocedure. - one patient developed a right common femoral artery dissection requiring open repair alongside balloon angioplasty for bilateral external iliac artery stenosis with graft limbs. - one patient required a limb extension of the right iliac limb due to insufficient sealing associated with potential risk of developing a type 1b endoleak and stent displacement. 12-month follow-up: - two patients required embolization of type 2 endoleaks.

Manufacturer narrative:
Cause investigation and conclusion the incident was reported within a literature article. Several attempts were made to obtain additional information like patient information, serial number of the device, date of procedure and onset date of the event. The requests to the corresponding author remained unanswered. A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Based on the review of the literature and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of the reported incidents and assign a root cause. No potential new or different reasonably foreseeable risks related to the device or its use were identified based on this event. Ongoing risk/benefit assessment affirms risk acceptability based on current performance. No corrective measures are needed as a result of this event. Gore will continue to monitor post-market data closely to ensure that the risk assessment remains accurate. The literature reports that the patients were selected on the basis of having a hostile neck anatomy defined as neck length < 15 mm and neck angulation > 60°. The gore® excluder® conformable aaa endoprosthesis indications for use require a neck length of >15 mm for the above neck angulation indicating that the patients were treated outside of the indications. According to the instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to dissection, endoleaks.

Event description:
The following article was reviewed: lee, s.h., melvin, r., kerr, s., barakova, l., wilson, a. And renwick, b., 2022. Novel conformable stent-graft repair of abdominal aortic aneurysms with hostile neck anatomy: a single-centre experience. Vascular, p.17085381221124990. Https://doi.org/10.1177/17085381221124990. The article described a single-center study of 24 patients presenting with abdominal aortic aneurysms. The patients were treated with gore® excluder® conformable aaa endoprosthesis between may 2018 and may 2022. It was stated that the patients were selected on the basis of having a hostile neck anatomy defined as neck length < 15 mm and neck angulation > 60°. Since the indications for use of the gore® excluder® conformable aaa endoprosthesis require a neck length of >15 mm for the above neck angulation, the literature described that patients were treated outside of stated indications. 100% of patients experienced technical success including aneurysm exclusion. All patients were alive and clinically stable at 3- and 12-month follow-up. There were five patients requiring re-intervention: 3-month follow-up: one patient required a percutaneous graft extension for repair of a type 1b endoleak at 2 months postprocedure. One patient developed a right common femoral artery dissection requiring open repair alongside balloon angioplasty for bilateral external iliac artery stenosis. One patient required a limb extension of the right iliac limb due to insufficient sealing associated with potential risk of developing a type 1b endoleak and stent displacement. 12-month follow-up: two patients required embolization of type 2 endoleaks.

Manufacturer narrative:
Updated b5 (event description). Update e1 (country).